Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during a transurethral resection of the prostate (turp) using a resectoscope sheath, the tip came off the sheath. The physician saw it immediately and picked it up. There was no clinically relevant delay in the procedure. The procedure was completed with no adverse effect to the patient. The patient's condition is reported as fine and discharged.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the ceramic tip was found to be damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the insulation tip's damage was caused by mechanical thermal influence. It cannot be determined if there was previous damage on the device or if any damage on the ceramic insulating insert was caused during the last reprocessing or last usage of the device. The instructions for use (IFU) carries a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. Therefore, it is the responsibility of the user to inspect the instrument prior to every procedure. In the event of unclear remains of fracture fragments of the insulating insert made of ceramic, a suitable x-ray procedure or computer tomography may be used to locate and remove the fragments if necessary. In addition, it is likely that the damage of the insulation material of the sheath was caused by thermal mechanical overload, improper handling, mechanical impact like fall, shock, and/or similar stress. Also, the cause of the reported issues is attributed to wear and tear of the device. The event can be detected/prevented by following the instructions for use which state: ¿warning - infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Inspection and testing/inspecting the product visually inspect the product. Make sure that it has: -- no corrosion. -- no dents. -- no scratches. Ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g., cracks, fractures)¿. ¿warning - risk of injury. Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged¿. ¿damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center¿. This supplemental report includes information added to d9, h3 and h4. Olympus will continue to monitor field performance for this device.